Event description:
The manufacturer's representative reported that following a catheter revision, the patient was admitted to intensive care unit in a "coma-like state", flaccid with shallow respirations. The reporter indicated that he believed that the pump tubing was primed and the patient may have received a 398 mcg bolus of 2000 mcg/ml. The patient did not require intubation or physostigmine. The caller was considering decreasing the pump infusion rate. The manufacturer's representative reported that 8 hours after the procedure, the patient had stable respiration, but was still "loose".the pump contained lioresal 2000 mcg/ml at daily dose of 150 mcg. The following morning, the patient was reported to be doing well by the managing hcp. The patient recovered without sequela.